Manufacturer narrative:
Pump was received with a21 error alarm after battery change due to broken solder joint of c13 on ib.

Event description:
The customer reported via phone call that the insulin pump had recurring unexpected restart alarms. Blood glucose level at the time of the incident was 172 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.